Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid diagonal artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.25x15mm xience pro stent delivery system (sds) was prepped before use with no leak or issue noted during preparation. The xience pro sds was advanced to the target lesion without reported issue; however, the stent implant completely failed to deploy and the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, the decision was made to end the procedure, and a future procedure is planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for failure to deploy from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.